Manufacturer narrative:
Concomitant medical products: 3830, lead; 3830, lead; 6947, lead, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery depleted in earlier than expected. The device remains in use. A replacement was planned. No patient complications have been reported as a result of this event.